Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a damaged ventricular connector and a damaged menu parameter dial. The epg failed incoming test due to the menu dial. The atrial and ventricle connectors were damaged, the upper case and encoder knob were missing. It was also determined at analysis that the tube insulator sleeve was missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator required corrective maintenance, repair. It was further reported that the external pulse generator was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.